Event description:
A revision surgery was conducted but it was reported that the implant did not fail, pseudoarthrosis was not related to the implants.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: no lot or product code for evaluation. Results: the customer reported event of a pseudoarthrosis was confirmed via the correspondence with the sales rep. The sales rep mentioned that the patient was experiencing leg pain and went to the doctor to get x-rays. He said fusion occurred at the bottom of the construct but not at the top. Revision surgery was performed with a new set of products. However, it is unknown what products were involved and it could not be confirmed whether the products contributed to the event. The event resulted in a revision surgery, which has a severity rating of s3. No x-rays or additional product information was provided for this investigation and the device remains with the patient. Conclusion: no x-rays or additional product information was provided for this investigation and the device remains with the patient. Therefore, the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
A revision surgery was conducted but it was reported that the implant did not fail, psuedoarthosis was not related to the implants.